Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk; item # unk, taper, lot # unk; item # unk, taper neck, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06019; 0001825034 - 2018 - 06021; 0001825034 - 2018 - 06022; 0001825034 - 2018 - 06023; 0001825034 - 2018 - 06024.

Event description:
It was reported that approximately 2 weeks post revision and orif, the patient underwent I&d due to non-healing wound with infection. A hematoma was also found during the I&d and evacuated. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. I&d notes state that the patient presented with serosanguineous drainage from central incision. The patient had I&d due to infection. Upon entry, hematoma was found, and it was evacuated and sent cultures. It band repair was disrupted, along with repair of the vastus lateralis, gluteus medius. No frank purulence. No components revised. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.